Event description:
Reporter alleged the customer obtained discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 257 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated no actions were reported taken or treatment received by the customer. A request was made for the return of the suspect device and replacement product was sent.